Manufacturer narrative:
The tech tightened the loose connection and reassembled the power cord to repair the bed.

Event description:
The tech found a high ground resistance reading on the bed due to a loose connection in the power cord plug.